Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for routine maintenance, the monitor failed the pulse test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed the pulse test and was unable to delivery a pulse. Investigation revealed heat damage to component u1, a switching regulator, component d7, a zener diode, and component r1, a 499 ohm resistor. The cause for the pulse test failure is damage to any one of the aforementioned components. The exact component which caused the failure was unable to be identified. The root cause for the heat damage cannot be positively identified. No adverse event resulted from the damaged components. The last pt to use this monitor did not report any problems.